Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The product and data logs were not returned. The cause of the low pump flow was not determined since the complaint device not returned for investigation and no data logs were available for review. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was placed when the impella 5.5 failed due to anatomy size. The impella cp was placed to allow the patient to have valve surgery. The pump was exhibiting low flows and was removed and replaced after two hours. The low flow pump was seen to have thrombosis.